Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had dropped the insulin pump on the floor. Customer was not in a car accident. Customer's blood glucose was 134 mg/dl. Customer stated that the pump shows physical damage and there is a crack on the back side above the middle of the pump. Customer stated that the display was not readable. Customer also had unexpected alarms. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.